Event description:
It was reported that the customer was hospitalized for low bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. The bolus was correct. However, the reservoir volume had a major discrepancy. In addition, a lead screw test was completed and passed. Suggested the customer to call the doctor to discuss possible causes of low bgs. A replacment was requested.